Event description:
The user received questionable results for lipase colorimetric (lipc) on the cobas integra 400 plus analyzer for one patient sample. The user said the patient sample was grossly lipemic. The initial result run on an aliquot from the original sample tube was 30 u/l. This result was reported outside the laboratory. A second aliquot from the original sample tube was sent to another laboratory where the sample was ultra-centrifuged and tested on an olympus 2700 analyzer which yielded a result of 117 u/l - exact date of testing was not provided. This result was also reported outside the laboratory. On (B)(6) 2010 the original aliquot was run on the original analyzer which resulted at 30 u/l. The second aliquot was returned from the other laboratory and on (B)(6) 2010 this ultra-centrifuged sample aliquot was run on the original analyzer which resulted at 34 u/l. The user said they were not able to say which lipc results they felt were accurate for this patient sample. The patient was not affected by the event. The reagent lot number for lipc was 62891701. The field service representative could not find a cause. Performance tests were run which passed.

Manufacturer narrative:
A clear root cause could not be identified due to insufficient data provided and no patient sample available for further investigation. No adverse events were reported.